Manufacturer narrative:
Investigation results the fiber was returned broken into two pieces. The first piece measured approximately 31.4 cm from the top of the connector to the break. The second piece was measured approximately 285.2 cm that includes the entire distal tip and was kinked approximately 2 cm. Since there was no reported event, the fiber was analyzed for "fiber break". Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
A flexiva 200 laser fiber was returned to boston scientific corporation on august 14, 2018. Per results of the investigation, the laser fiber was tangled and kinked.